Event description:
It was reported by the patient that "nothing happens" when the start button is pushed on the remote monitor. The remote monitor will not begin to read the device. The monitor has transmitted in the past. The monitor will be returned and a replacement monitor will be sent to the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.